Manufacturer narrative:
The sensor kit expiration date is 31 mar 2020. The medical event associated with this complaint occurred on (B)(6) 2020 which indicates usage of the device beyond the useful lifespan. No additional investigation are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.

Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving unspecified low readings on their sensor when compared to an adc meter. The customer further reported vomiting for 2 days and was unable to self-treat. The customer had contact with a healthcare provider who obtained a blood glucose reading of 13.4 mmol/l compared to a sensor reading of 9.6 mmol/l. The customer was diagnosed with hyperglycemia and received an infusion with potassium as treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.